Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure the hs iii proximal seal failed to load. H.s stayed inside the loading device. A replacement device was used to complete the procedure. The hosp did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).